Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
The customer went to the emergency room (ER) with a blood glucose (bg) level of 27-29 mg/dl and experienced a seizure. Customer reported that the pump delivered a bolus without user input; however, this could not be confirmed as no bolus was found in the pump logs. Customer attempted to self-treat and consumed carbohydrates to address their bg level. In the ER customer was treated with intravenous fluids of saline. Customer reverted to an alternate form of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.